Manufacturer narrative:
The subject device has not been returned to olympus for evaluation. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus, during inspection it was found, the water filter of the endoscope reprocessor has not been replaced since 2020. There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the user has not replaced the water filter since 2020, the event likely occurred due to the user¿s wrong management of water filter replacement. As described in the oer-4 operation manual, replacement of the water filter at least once a month was instructed: "chapter 7 routine maintenance: 7.2 replacing the water filter (ma-2318): replace the water filter at least once a month to prevent contamination of the rinse water." Olympus will continue to monitor field performance for this device.